Event description:
Customer reported getting erratic readings from their freestyle meter. They performed several comparison tests with the freestyle meter and the highest and lowest results were "hi" (>500 mg/dl) and 147 mg/dl. Freestyle comparison results differ by more than 20% and meet the manufacturer's definition of a malfunction.